Event description:
Account stated that patient left intermediate siderail will not stay up. No injury reported.

Manufacturer narrative:
Technical found release lever on left intermediate siderail would stick when pressure is put on latch. Lubricated latch to free up latch mechanism and resolve issue.